Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to the manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue related to one of the washer disinfectors. As it was stated, the rack fell from the end of the washer disinfector cm320-series. There was no injury or damage reported. Nevertheless, the fully loaded rack falling on the ground could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur. Therefore; we decided to report the complaint based on a potential.

Manufacturer narrative:
On (B)(6) 2022 getinge became aware of an issue related to one of the washer disinfectors. As it was stated, a rack fell from the end of the washer disinfector ¿ cm320-series. The involved device was identified to carry serial number: (B)(6) and catalog number: cm320wd-ctom. Manufacture date of the device is (B)(6) 2014. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. We were not made aware that the described issue caused or contributed to any serious injury or worse, however we report the event based on the potential of serious injury if the situation was to reoccur. We were also able to establish, that the sensors that are installed on the return conveyor of the cm320 device, which identify the position of the cart, did not stop the cart as required by the product specifications and controlled by the device¿s software. A getinge service technician visited the customer site, inspected the device, investigated the problem and as a first resolution measure replaced the magnetic sensor and wires. As a next resolution measure the getinge service technician updated the software. The device was tested, found to be working to specification, and was returned for use, in a fully operational state. During the investigation course it was established that most likely the issue was related to an uncommon interaction between various failures unexpectedly manifesting at the same time trend review of customer product complaints with the same issue involved with this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).